Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl. Customer reported that they received new battery cap and display went blank. Customer reported that they were able to clear the alarm that was occur after changing the battery. Customer reported that the display did returned. The insulin pump was alarming at the time of call. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.